Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was diagnosed with a skin irritation. The patient had a allergic reaction to the adhesive. For treatment, the patient was prescribed triamcinolone ointment 1% applied at 2 to 3 times on the site as needed. The pod was worn longer than 48 hours on the abdomen. The patient was discharged after 45 minutes.